Event description:
Procedure: laparoscopy, open appendectomy with partial resection - articulating linear stapler positioned during procedure and fired. No staples in the stapler which should have contained 19 titanium staples.